Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. The physician removed and replaced it with a new lead. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance and both inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed no anomalies. Analysis found no evidence of device defect, malfunction, or damage beyond the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. The physician removed and replaced it with a new lead. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.